Event description:
It was reported that the patient was experiencing pain at the site of their ipg. The patient noted the pain was on their right side. Surgical intervention was undertaken om (B)(6) 2024, wherein the patient's ipg was relocated to their left side to address the issue.

Manufacturer narrative:
A patient experienced pain at the ipg site was reported to abbott. As a result, the patient's ipg was moved to the left side since patient had pain on right side. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.